Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, lesion in the right coronary artery (rca). Two hi-torque (ht) balance middleweight (bmw) universal 190cm guide wires (gw) were used for bifurcation stenting in the rca without issue, after which, one of the bmw guide wires was removed from the anatomy without resistance, when it was noted that the tip had separated from the rest of the wire. The physician looked for the tip in the rca but could not see it. It was concluded that the tip detached inside of the guide catheter (gc) where it remained. Both the guide catheter and the tip were removed from the anatomy without issue. A new, 0.014 bmw guide wire was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported material separation appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.